Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may be the result of prosthesis wear. The prosthesis wear may have been due to a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear as well as being implanted for more than 10 years. The patient involved in this case meets the following risk criteria for early wear as specified: significant edge loading of the femoral head on the acetabular liner. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, the 40 y/o female patient bilateral hip arthroplasty done approximately ten years ago. The patient had significant poly wear, resulting in bilateral hip revision. Patient's poly and head were swap. Patient' left hip was revised to exactech implants, novation xle extended coverage liner, group 2, 32mm i.d, biolox option adaptor, +0mm, 12/14 and biolox option femoral head, 32mm o.d. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section d10: concomitant products ziramic zirconia femoral head 32mm o.d., -3.5mm 12/14 (cat# 148-31-93 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code and component code.